Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading with the adc device. The caregiver reported an unspecified low sensor reading, with the customer experiencing hypoglycemia with loss of consciousness. The customer was taken to hospital where they were treated with glucose injection. As the caregiver did not provide readings from time of event, although low sensor readings were reported, it cannot be confirmed if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.